Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # v879144, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that there was no known accident or incident related to this complaint. It was noted that the patient had been toggling between 50 percent improvement then down to 40 and then 30 percent and now it was worse. It was noted that the patient was on program 3 at 5.5v but stimulation was off. It was noted that the patient stated that it was comfortable at this setting before. It was noted that the patient was able to successfully turn stimulation on but reported stimulation too strong. It was note that the patient decreased to 3.7 and stated that was better but then the patient could not feel it so she increased to 3.8. Additional information received reported that the patient had a lot of frequency over the weekend. It was noted that the patient had very little knowledge of how patient programmer should be used. It was further noted that it was determined that the implantable neurostimulator (ins) was turned off. The reporter stated that the ins turned itself off or ¿loses momentum¿ sometimes. It was noted that the patient felt a ¿jabbing in her back¿ during the call. It was noted that stimulation was ¿going nuts¿ when she turned the ins back on. It was noted that the patient was instructed to turn stimulation down before turning ins on but the patient stated that she was not able to turn it down. Additional information received reported that the patient was not able to adjust stimulation to turn her ins back on. It was noted that the patient was able to turn stimulation on and that the settings were at program 3 at 3.8v. It was noted that the patient had been having trouble for six months prior to report with symptom control. It was noted that the patient was going to the bathroom more often at night. It was noted that it was 3 times a night and then the patient could not get back to sleep. It was noted that the patient had been voiding quite a bit during the day. It was noted that the patient had been back to the clinic twice for reprogramming adjustments and that it helped for a while and then went back to not helping much again.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that they have had several adjustments and was now at 5.6 ¿level 3¿. It was noted that they voided 4 to 5 times during the night. The patient felt that their bladder was not voiding to it ¿fullest potential ¿. The patient stated that they sat for long periods hoping that the emptying would be completed but within next hour or two they felt the pressure to go again. Additional information received on the same date reported that the patient observed a low battery icon on their programmer unit. The batteries in the unit were replaced and they were able to communicate with their implantable neurostimulator (ins). The patient was on program 3 at 6.0 volts and noted that they felt like their vagina was ¿crimping¿ (had been that way for a while). The patient kept ¿jacking it up¿ because they were going 4 times at night. It was noted that since they had turned the ins up, their symptoms were a little better the last couple of nights (¿2 times last night¿). It was advised that the patient return to their healthcare professional (hcp) for reprogramming but they declined as it ¿hasn¿t really worked¿ and that had not worked consistently for them. Also, it was noted that the patient¿s hcp¿s office was a long way away and the patient preferred to adjust the stimulation on their own. If additional information is received, a follow up report will be sent.